Event description:
It was reported that the user experienced a low blood glucose following a prior high, with missing continuous glucose readings that likely led to overcorrection, and troubleshooting and education were completed including guidance to use small doses of oral glucose and to monitor the sensor and contact the cgm manufacturer if readings continued to disappear. Symptoms included hypoglycemia with a low of 65 mg/dl blood glucose. Outcomes included recovery to a blood glucose of 109 and no alerts or alarms. Investigation included review of reported glucose trends, coaching on hypoglycemia treatment with oral glucose, and guidance on cgm troubleshooting. Investigation of this case revealed that the precise cause of the hypoglycemia was unclear, with missing cgm data and possible overcorrection identified as contributing factors. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.